Event description:
It is reported that the pt underwent left total hip replacement in 1996. In 1998, pt experienced pain and x-rays were taken which showed that an area of lysis on the medial mid-cortex. The pt was diagnosed with early failure of the prosthesis in 1999. 15 days later, pt's hip was revised.